Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that high blood glucose was experienced and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 386 mg/dl at the time of incident and was in the hospital for a few hours to treat for the high blood glucose. Troubleshooting found that drive support cap and cannula were normal. Customer wanted to perform a high pressure test but did not have a clamp. Troubleshooting indicated that a clamp would be mailed and to call back when received for further troubleshooting. Customer was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to monitor pump and change out reservoir and entire infusion set as it appears that the pump is performing as designed.